Event description:
The tech indicated that none of the bed functions will work except for the knee up function from the siderails and when he presses the reverse trendelenburg function at the footboard, the knee will run down but the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The tech found a wire pulled out of the p17 connection on the connector board. The tech replaced the cable to repair the bed.